Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 101 mg/dl. At the time of the report, the customer did not have a back up therapy method. Customer declined a follow up from tandem technical support.